Event description:
Procedure: colectomy. According to the reporter: the device was making a strange noise, then when the device was opened the sulu was bent. The procedure was converted to an open surgery. However, no info was provided about why the procedure was converted to an open approach.